Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl11 from the analog pcb assembly. The customer received a replacement device.

Manufacturer narrative:
The initial medwatch report indicates: the customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary. The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation, it was observed that the device did not have enough power to charge and deliver defibrillation energy, if needed. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl11 from the analog pcb assembly. The customer received a replacement device. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the internal hlc battery levels to be at zero; however, physio was unable to determine the cause of the reported failure. Physio also observed an electrically leaky filter, designator fl11 from the analog pcb assembly. The leaky filter could cause depletion of the internal hlc batteries however, the leakage current from fl11 was not great enough to cause the depletion of the hlc batteries in this device. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation, it was observed that the device did not have enough power to charge and deliver defibrillation energy, if needed.